Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. One 6fr angio-seal arteriotomy locator was returned for product evaluation. No other accessory components were returned. Visual inspection revealed that there was a deformation(kink) identified at the blood inlet hole of the arteriotomy locator. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured to be 0.0906". All measurements were within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the application of an off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the locator was already kinked when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the ancillary sheath used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage for the patient. No equipment or other devices were used with the above product.